Event description:
The ge oec 9800 fluoroscopy system had poor image quality on cine playback, also boot-up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the facility power was not consistent with the isolation transformer on the system. The cine drive was corrupted. The isolation transformer was re-strapped to the appropriate level for the facility. The cine drive was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.